Manufacturer narrative:
(B)(4) per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The other starclose and perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the thumb advancer was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A starclose se device was used; however, resistance was felt and the sheath did not split completely and the clip was not deployed. The starclose se device pulled out of the artery prior to use of the safety release. The vessel locator wings were in the open position when the device was removed from the patient anatomy. There was no vessel damage noted. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.